Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from her hcp or a manufacturer representative and her concerns were resolved.

Event description:
It was reported that while stimulation was turned on there was an overstimulation sensation when the pt used her cell phone. The pt used the cell phone on her other ear and the overstimulation seemed to stop. Additional info has been requested, but was not available as of the date of this report.